Manufacturer narrative:
(B)(4). Results codes: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, in the patient's left eye (os) on (B)(6) 2016. As the surgeon was implanting the lens, the patient turned and the tip of the sfc-45 fp cartridge tore the anterior capsule. A cataract developed and the lens was explanted on (B)(6) 2016. Cataract surgery was performed.